Event description:
It was reported to philips that the device cannot power on. There was reportedly no patient involvement.

Manufacturer narrative:
The customer received remote support from the customer care solution center, during which a quote was provided for diagnostic service. The customer chose to go with a 3rd party for repair. No repair details were provided. Although no evaluation was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.